Event description:
The customer reported aspiration errors and non numeric values when running quality control samples on the hmx autoloader instrument. There were no erroneous patient results associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the solenoid for primary aspiration was defective. He replaced the solenoid and verified the instrument's operation. (B)(4).